Manufacturer narrative:
The insulin pump was programmed with a test minilink and glucose sensor simulator. The sensor feature is working properly. No unexpected lost sensor alarm noted. The device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, reservoir tube window cracked, and stained end cap sticker.

Manufacturer narrative:
.

Event description:
It was reported that the customer had a lost sensor alarm and cracked on the compartment of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that she received new transmitter and wrong transmitter ID is programed on the insulin pump. The customer is assisted on how to reprogramed the transmitter. The cracked is on the upper right corner of the screen of the insulin pump and after troubleshooting was performed the customer was advised to discontinue and return the insulin pump and it will be replaced. No further assistance needed.